Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the ureteral stenting treatment procedure, deployment difficulties occurred. During the index, the wire was used to cross the stenosis in the ureter and positioned in the bladder. A 6fx22cm ureteral stent was delivered over the wire so that the distal loop was positioned in the bladder. After being well positioned, the physician removed the suture. However, it was noted that the distal end of the stent moved proximal to the bladder. The proximal end of the stent was looped into the renal pelvis. The physician spent "over an hour" trying to snare and re-position the stent unsuccessfully. An 8f nephro ureteral stent was inserted and flow was established. The patient was uninjured but may require surgery to retrieve the misplaced stent. The patient status is stable.